Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime/fill anomaly. The customer¿s blood glucose was 330 mg/dl at the time of incident. Customer stated that the insulin pump piston would not move forward and unable to exit the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test and prime test. No prime anomaly noted. However, unexpected no delivery alarm during the excessive no delivery test due to faulty force sensor resistor (gold).